Manufacturer narrative:
Correction on follow-up(1): g.4 (07/17/2020).

Event description:
A copy of the customer's medwatch report retrieved from FDA's maude database states, "rn attempting to program epinephrine drip on unstable patient in the picu, received newly refaced white-colored alaris infusion pump. Pump continuously alarming air line for over an hour, had to swap out pump to older blue face plate pump for the infusion to run. Seriously impacted the picu teams ability to resuscitate the patient. FDA safety report ID#: (B)(4)." A copy of the customer's sus voluntary event report was received from FDA which states, "rn attempting to program epinephrine drip on unstable patient in the picu, received newly refaced white-colored alaris infusion pump. Pump continuously alarming air line for over an hour, had to swap out pump to older blue face plate pump for the infusion to run. Seriously impacted the picu teams ability to resuscitate the patient. FDA safety report ID#: (B)(4)." It was reported that the event occurred in the pediatric intensive care unit. It is the customer's belief that both pump module and pcu malfunctioned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
A copy of the customer's medwatch report retrieved from FDA's maude database states, "rn attempting to program epinephrine drip on unstable patient in the picu, received newly refaced white-colored alaris infusion pump. Pump continuously alarming air line for over an hour, had to swap out pump to older blue face plate pump for the infusion to run. Seriously impacted the picu teams ability to resuscitate the patient. FDA safety report ID# (B)(4)."

Event description:
A copy of the customer's medwatch report retrieved from FDA's maude database states, "rn attempting to program epinephrine drip on unstable patient in the picu, received newly refaced white-colored alaris infusion pump. Pump continuously alarming air line for over an hour, had to swap out pump to older blue face plate pump for the infusion to run. Seriously impacted the picu teams ability to resuscitate the patient. FDA safety report ID# (B)(4)." A copy of the customer's sus voluntary event report was received from FDA which states, "rn attempting to program epinephrine drip on unstable patient in the picu, received newly refaced white-colored alaris infusion pump. Pump continuously alarming air line for over an hour, had to swap out pump to older blue face plate pump for the infusion to run. Seriously impacted the picu teams ability to resuscitate the patient. FDA safety report ID# (B)(4)." It was reported that the event occurred in the pediatric intensive care unit. Although requested, additional information were not made available to date.

Manufacturer narrative:
Correction: b.4;b.5;e.1;e.2;e.3;g.3;h.4. Patient is a pediatric.